Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had triggered a code 1007 due to capacitor charge time exceeding limitations. Remote monitoring was disabled. It was also reported that back in february, this patient received a shock for a ventricular event which successfully converted the arrhythmia, however, this also triggered a code 1004 indicative of a short circuit condition that was detected during shock delivery. Boston scientific technical services (ts) recommended that the product be explanted and replaced as well as a lead revision. Subsequently, this device was explanted and replaced. This right ventricular (rv) non bsc lead was capped and surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).